Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges infection and removal of the device occurred. However, no specific reason was provided for the removal of device and no medical records have been provided. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum: h11: this supplemental emdr is submitted to document additional information provided to remove date of event and date of explant. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2014) is considered to be a best estimate. This supplemental emdr represents the 3dmax (device #2). An additional supplemental emdr was submitted to represent the bard soft mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient was diagnosed with a ventral hernia. (B)(6) 2015: patient underwent ventral hernia repair and implant of a bard/davol 3dmax. In the months following the implant of the bard/davol 3dmax, the patient continued to experience chronic abdominal pain, and further experienced several infections, as well as fluid draining. (B)(6) 2015: the bard/davol 3dmax was explanted and replaced. The patient has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures and other damages. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with recurrent paraesophageal hernia and recurrent suprapubic ventral hernia thereby underwent laparoscopic repair with implant of bard soft mesh (device 1) and synthetic mesh. Per op notes, ¿adhesions of stomach were taken down. The paraesophageal hernia sac was noted and repaired using synthetic mesh. The suprapubic ventral hernia sac with incarcerated peritoneal fat was reduced. A bard soft mesh (device 1) was placed and sutured.¿ (B)(6) 2015 - patient was diagnosed with lower abdomen pain, bilateral inguinal hernia and umbilical hernia thereby underwent laparoscopic repair with partial excision of bard soft mesh (device 1) and implant of 3dmax (device 2 and 3). Per op notes, ¿adhesions were lysed. The prior mesh (device 1) was noted and dissected free in 3 to 4 pieces and removed. The bilateral inguinal hernia sacs were noted and transected. Two 3dmax meshes (device 2 - left and 3 ¿ right) were placed and sutured. The umbilical hernia defect was noted and repaired with sutures.¿ (B)(6) 2015 ¿ patient was diagnosed with ventral hernia thereby underwent robotic repair with implant of synthetic mesh. (Note: the prior mesh was not visualized during this procedure).

Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges infection and removal of the device occurred. However, no specific reason was provided for the removal of device and no medical records have been provided. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient was diagnosed with a ventral hernia. On (B)(6) 2015: patient underwent ventral hernia repair and implant of a bard/davol 3dmax. In the months following the implant of the bard/davol 3dmax , the patient continued to experience chronic abdominal pain, and further experienced several infections, as well as fluid draining. On (B)(6) 2015: the bard/davol 3dmax was explanted and replaced. The patient has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures and other damages.